Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a chip, a crack and white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; switch 2 had a cut; adhesives around objective lens had white-clouded area; adhesives around light guide lens had white-clouded area; plastic distal end cover had a scratch; connecting tube had a dent and a scratch; switch 1 had a scratch; image guide protector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient light from the light guide lens. The device was returned for evaluation. During the device evaluation, a foreign material was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the foreign material coming out of the nozzle: it is presumed with the obtained information that the foreign material might have remained since the reprocessing had not correctly been implemented in line with the IFU. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "gif-ez1500, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual "gif-ez1500, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; there were no abnormalities in the accessories used for reprocessing, and they immersed the endoscope in the detergent solution. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.